Event description:
It was reported that during an unknown procedure, the liberte bms catheter broke. While attempting to cross a lesion, the shaft of the catheter broke. Lesion location is unknown. The physician removed the catheter and the procedure was completed with a different device. There were no reported patient complications. Patient status listed as "ok".